Event description:
Intra-aortic balloon catheter was inserted under fluoroscopy. Five minutes after insertion, blood filled the extra-corporeal tubing of the balloon catheter. The pump console was turned off, and the catheter was removed and replaced with another. No further complications were noted with the second catheter. The pt is currently stable.